Manufacturer narrative:
It was reported a male patient born on (B)(6) 1965 underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. The patient suffered a thrombosis and a cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. The device evaluation was completed on 15-oct-2021. The product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster, inc.¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 08-oct-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a male patient born (B)(6) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool¿ smart touch" electrophysiology catheter. The patient suffered a thrombosis and a cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that the deflection was not adequate under the thermocool¿ smart touch" electrophysiology catheter. Issue was noted when the catheter was moved transseptal. The physician said the catheter was not deflecting as expected. No deflection when out of the patient. Caller also noted that the force reading on the carto 3 system was displaying as "high". The catheter was replaced and the issues were resolved. The procedure was continued. When the second catheter thermocool¿ smart touch" electrophysiology catheter was introduced into the patient, a pericardial effusion was detected using intracardiac ultrasound. The procedure was aborted and a pericardiocentesis was in progress. Patient was stable. No ablation had been performed on either catheter. Mapping only with the pentaray catheter. Additional information was received on the event. During use, the physician said she could not get the catheter to deflect in the correct direction while in the left atrium so took the catheter out. The physicians opinion on the cause of this adverse event was that she thought there was a product malfunction with the deflection mechanism. The caller said they were not sure if this first catheter was involved with the effusion as it was not noticed until the second ablation catheter had been introduced. Patient outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event. The case was on a friday and on tuesday the caller said they received an update that they found a clot in the posterior wall of the left atrium where the introducer, needle or catheter must have gone through, when they opened the chest in the operating room. The patient fully recovered and was comfortably eating breakfast on monday. Transseptal puncture was performed with a brk needle. Prior to noting the cardiac tamponade, ablation was not performed. No evidence of steam pop because no ablation was performed. The event was recognized on ice after 2nd transseptal for ablation catheter. Irrigated catheter was used in the event and the flow setting was set to standard flow settings. Only on low flow during the case as no ablation was performed. High force error message was observed on the first ablation catheter. Flashing red background. Visitag module was not used since no ablations performed the deflection issue and the force high issue on the first thermocool¿ smart touch" electrophysiology catheter were assessed as not MDR reportable. The issues were highly detectable when occurring. The potential that they could cause or contribute to a death, serious injury, or other significant adverse event were low. The adverse event was assessed as MDR reportable under the second thermocool¿ smart touch" electrophysiology catheter. Since the event was life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.